Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. An 8 x2.50mm rebel stent was advanced to treat the lesion. However, during the procedure, it was noted that stent struts were damaged when crossing the mesh of another stent in a bifurcation treatment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. An 8 x2.50mm rebel stent was advanced to treat the lesion. However, during the procedure, it was noted that stent struts were damaged when crossing the mesh of another stent in a bifurcation treatment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.